Event description:
Pt was undergoing stent placement in left anterior descending coronary artery. Vessel had been dilated with cutting balloon, doctor then decided to put in stent. Stent prepped and advanced to lesion. Post implant angio done when total dissection/perforation of lad occurred, bleeding into the epicardial surface and then perforated into the free precardial space leading to cardiac tamponade and cardiac arrest.